Event description:
Healthcare professional reported pt had the port replaced four months prior to a port displacement being noted. Follow-up findings: pt was implanted at another facility and records of device identity is unk to explanting facility. Two years prior, pt had band removed fora band slippage, but original access port remained implanted. Approx 1.5 years later, the port tipped 90 degrees and was removed and replaced. It is no longer available for return.

Manufacturer narrative:
Rapidport ez strain relief. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be rapidport ez strain relief. The reporter discarded the band and later the access port when they were explanted on two different dates and they are no longer available for return. Therefore, allergan will not receive them and no analysis or testing will be done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the serial number as this is unk to the reporter. See related medwatch report # 2024601-2014-00115. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band positioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."